Event description:
Edwards received information that a 19mm bioprosthetic valve was disabled after an implant duration of two years and nine months due to stenosis and regurgitation. A 23 mm valve was implanted using the valve in valve procedure. Post procedural gradient was 6 mmhg. The patient was transported to the pacu in stable condition. The patient was discharged home on pod #3.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm bioprosthetic valve was disabled after an implant duration of two years and nine months due to regurgitation. A 23 mm valve was implanted using the valve in valve procedure. No additional information was provided.